Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left ovarian vein using pod packing coils (podj coils). During the procedure, the physician successfully deployed and detached two ruby coils using a lantern delivery microcatheter (lantern). While attempting to advance a podj coil out of its introducer sheath and into the lantern, the physician was able to advance the coil partially into the microcatheter but then the technologist encountered resistance. They then retracted the podj coil back into its introducer sheath and made another attempt to advance it into the lantern; however, resistance was encountered again. Therefore, the podj coil was removed and the procedure was successfully completed using new podj coils, ruby coils and the same lantern. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush throughout the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod packing coil (podj). The pusher assembly was kinked approximately 13.0 and 65.5 cm from the proximal end. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the podj¿s embolization coil windings were offset. Offset coil windings typically occur due to improper handling during use. During the functional analysis, a strong resistance was experienced while advancing the podj through a demonstration microcatheter. The od of the embolization coil was measured and found to be within specification. The offset coil windings likely contributed to the resistance encountered during functional analysis. The lantern mentioned in the complaint was not returned for evaluation. The kinks in the pusher assembly may have occurred due to forceful advancement against resistance. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.